Event description:
Cardinal health pyxis products field account specialist called the technical support center to report that she had encountered an issue with the pyxis anesthesia system 3500 locking up. This lock up occurred during a surgical case in the operating room. The specialist rebooted the system which returned the system to full functionality. The customer reported no patient harm or compromise related to this lock up.

Manufacturer narrative:
Failure investigation conducted by obtaining detailed information from field representative, retrieval of screen shots from customer site and ability to reproduce user input on like device. We were able to duplicate and reproduce system lockup. The system lock up occurs when opening a rapid access drawer while the medication search window is open. The lock up is alleviated upon pressing the power switch to reboot the device and returned to normal functionality. During the lock up condition, the minidrawers that typically are used to store controlled medications and anesthetic agents are inaccessible. This inaccessibility of certain critical medications may cause a delay in medication therapy to the patient. Cardinal health pyxis products issued a voluntary recall of the pyxis anesthesia system 3500 with notification to the FDA on august 17, 2007. A follow up report will be sent outlining corrective action and root cause analysis of this malfunction.